Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable pacemaker presented to the emergency room (ER) after falling at home. While the patient was lying in the hospital bed, their heart rate was 135 paces per minute, which was the maximum sensor rate (msr). It was noted that the minute ventilation (mv) sensor seemed to be stuck. The mv sensor was programmed off, which resolved the issue. The patient had been connected to external monitoring equipment in the ER and it was discussed that certain hospital equipment can interact with the mv sensor. Additional information was provided that the cause of the patient¿s fall was undetermined. No additional adverse patient effects were reported. The device remains in service.